Event description:
It was reported the threads on the tip of the g7 cup inserter handle are damaged and did not fully engage the cup being inserted. The case was completed using another handle. There was no patient harm or impact. No delay.

Manufacturer narrative:
(B)(4). D10: 110010245 g7 osseoti 4 hole shell 54mm f 65711009. 30103606 g7 vit e neutral lnr 36mm f 66073316. 00877503602 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 3154932. 65771100900 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9, standard offset 65463115. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. One g7 str monoblock shell insrtr item# 110003450 lot# 66063583 was returned and evaluated. Upon visual inspection there is scuffing on the strike plate and the threads of the device have been deformed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.